Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the battery longevity decreased from 45% to 15% in a three month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the battery longevity decreased from 45% to 15% in a three month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the battery longevity decreased from 45% to 15% in a three month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects. Additional details regarding the device explant procedure was requested, however, no information was provided after due diligence was complete. There is no information indicating whether the device has been explanted or not.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the battery longevity decreased from 45% to 15% in a three month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.